Event description:
It was reported that patient underwent a total hip arthroplasty receiving competitor acetabular components and biomet femoral components on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to infection. The competitor acetabular components and biomet modular head were removed and replaced and the wound was irrigated.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4).